Event description:
It was reported that the home patient (hp) had a leak due to a damaged patient line extension set that was used for peritoneal dialysis (pd) therapy with the homechoice (hc) device. The hp stated that the damage was at the end that connects to the patient line. The white connector was found to be crimped and split open. The patient stated that they noticed the issue after they started the initial drain because the fluid was leaking out of the connection between the extension set and the patient line. There was no patient injury or medical intervention indicated at the time of the report. During the follow up, the hp declined to provide any more information regarding the reported event.

Manufacturer narrative:
(B)(4). Actual occurrence date and the therapy date is unknown. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.